Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, rupture, and lymphadenopathy.

Event description:
Healthcare professional reported left side "rupture of the left implant, characterized by heterogeneity of the implant signal, with associated liquid droplets in addition to the "double contour" signal...extracapsular silicone posterior to the implant. Some lymph nodes in the left axilla show silicon sign." Device remains implanted.